Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a inguinal hernia repair open procedure, when attaching hernia mesh, the second firing staple needed to be removed as the stapler was not firing correctly and the reload was coming out with the staples. The case was finished with suture. There was no patient injury.